Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. The returned sample confirmed a jagged hole at the base of the y-adapter. Examination of the tubing interior identified similar tearing and surface abrasions on the inner wall. The device history record for lot: 30228359 was reviewed and the product was produced according to product specifications. Root cause could not be determined. All information reasonably known as of 29 jun 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
The customer reported that after insertion of the feeding tube, air insufflation could not be auscultated to confirm placement. The tube was removed and inspection identified a small hole near the y-adapter/connector. No patient injury was reported.